Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a complete and thorough analysis was completed. Analysis noted that there was part of the insulation melted, but was attributed to the explant via electrocautery. The lead was found to have met specification.

Event description:
Boston scientific received information that this right ventricular (rv) lead was involved in producing pectoral stimulation to the patient due to an insulation breach identified. As a result, the physician elected to explant the device system. No additional adverse patient effects were reported.